Event description:
Patient in or for lap cholecystectomy. During procedure, the surgeon was trying to remove blood using a suction irrigator. During use, the buttons stuck, and surgeon was not able to prevent the device from suctioning, resulting in the co2 being removed from the abdominal cavity. A new device was opened, and it occurred again. We were able to complete procedure with third device with no injury to the patient. Failed devices were saved, and rep contacted. Surgeon states this occurs any time the procedure is bloody.